Manufacturer narrative:
Correction: d1, d3, d4: unique identifier (UDI) # additional information: d9, g4, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "constant close door error" was not reproduced. A review of the event history log revealed multiple events of 'shut door-power off' messages. The cause of the condition was determined to be a failing upper hook switch. The upper auxiliary requires replacement to address this issue. The reported issue of 'displayed error code 345' was not reproduced during testing of the device. Both upstream and downstream thermistors were tested and found within specification however review of the event history log revealed system error 345 messages. No component issue was identified however the ultrasonic sensor will be replaced per the service procedure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) and had a constant close door error. This occurred during programming/setup in the central supply department. There was no patient involvement. No additional information is available.